Event description:
Pt undergoing thoracic endovascular graft placement with icast stent. Prior to launching of icast stent the product malfunction. The stent was loose from the sheath. The product was removed from the pt and was fully intact. No harm to the pt.